Event description:
The pt died of medical complications related to his health. They were determined to be natural causes. The cause of death was not related to the medtronic device.

Manufacturer narrative:
(B)(4). Analysis of the neurostimulator (B)(4) revealed 'no anomaly found.' The device was functionally ok. Extension: (B)(4). The extension was ok, but cut through (suspected explant damage). Final device analysis revealed no significant anomalies. Extension: (B)(4). A breached depression to the #1 conductor was found 5.1 cm from the proximal end of the extension. Continuity was acceptable; there were no shorts between circuits (dry).